Event description:
It was reported that, the patient called in after the connector detached from the pump due to untwisting, which resulted in a bent needle. The patient inquired whether a full supply change was necessary if only one component was being replaced. The agent recommended performing an entire supply change. The patient also asked about reusing insulin, and the agent advised that new insulin is recommended but suggested contacting a healthcare provider for guidance regarding the existing insulin. The patient acknowledged the instructions and did not require further assistance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.